Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that adjustments had been made to their implantable pulse generator (ipg) to bring their heart rate down to sixty but it brings it down to seventy five only. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.